Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An inspection of the returned device confirmed the customer allegation. It was noted, the water tightness of the insertion tube was not maintained. The illumination lens was cracked. The angulation was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly due to the collapse of the forceps channel and the channel cleaning brush could not be inserted. The flexible tube of the insertion section was crushed and buckled. The adhesive of the bending section cover was missing. Scratches were found throughout the device. The universal cord was collapsed and discolored. Water coverage was observed on the electrical connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported water leakage of the bronchovideoscope insertion tube. The device was returned and an inspection revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.